Manufacturer narrative:
After customer rebooted the c-arm, the customer stated that the unit booted normally and the customer was able to perform a basic functional test. The unit functions as designed.

Event description:
The customer reported that the c-arm was down and unable to power up outside of a procedure. No pt injury was reported.